Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely positive architect total b-hcg generated from architect i2000sr and provided the following data: first test result of a hcg sample was 106.3 (positive). The retest result was less than 1.2 (negative). The customer reported out the less than 1.2 result. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The architect i2000sr for serial (B)(6) was evaluated and crystals were found on two syringe assemblies. The syringe assemblies were replaced, which resolved the customer reported issue. No additional discrepant results were reported after the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) identified no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect i2000sr did not identify an increase in complaint activity. A review of tracking and trending for the syringe assembly did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect i2000sr for serial (B)(6) or the syringe assembly were identified.

Event description:
The customer reported falsely positive architect total b-hcg generated from architect i2000sr and provided the following data: first test result of a hcg sample was 106.3 (positive). The retest result was less than 1.2 (negative). The customer reported out the less than 1.2 result. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.